Event description:
On (B)(6) 2008, a gore propaten vascular graft was implanted in a bypass procedure. The procedure was performed in the patient's right leg, from a previously implanted graft to the peroneal artery. Indication for treatment was non-healing ulcer. An adjunctive procedure was done at the right external iliac artery to profunda artery. Within one month post-implant, patient presented with an occlusion.

Manufacturer narrative:
Review of device manufacturing record history confirmed device met pre-release specifications.